Event description:
It was reported that the device fails barrel clamp test. There was no patient involvement.

Manufacturer narrative:
Correction: device eval by manufacturer? Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, remedial action required, remedial action #, imdrf annex a , g, b, c and d. Omit : a08 - calibration problem (2890), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device fails barrel clamp test. There was no patient involvement.